Event description:
The right atrial lead exhibited high capture thresholds and decreased r-wave sensing. No intervention was performed on the lead. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07188. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The right atrial lead exhibited high capture thresholds and under-sensing. No intervention was performed on the lead. The patient was in stable condition.